Event description:
Hcw received a clean needle stick injury to the middle finger of the right hand. Hcw was loading phlebotomy tray when he put his hand into a box to grab needles and was stuck. He is current on his (B) (6) vaccine. Invitro tested for (B) (6) and (B) (6). He did receive a tetanus shot, therefore, medical intervention.